Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bypass assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, fico2 was more than 5 mmhg. There was no reported patient injury.